Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement test. No motor error alarm. However, there was an excessive motor noise during rewind due to faulty motor. The drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen. The insulin pump was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.